Event description:
Customer reported having trouble with the act button on the insulin pump. Customer stated that they have to press it multiple times for it to work. Customer's stated that he works in construction so the insulin pump may have been bumped. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.